Event description:
It was reported that the insulin pump had cracks and condensation inside the screen. The blood glucose reading was not available because the customer declined to have the call transferred. The customer stated that she had to change the batteries frequently and has had to restart the rewind a couple of times to complete. She also reported that the act button sticks. The insulin pump alarmed with unexplained delivery alerts. Nothing further reported and the customer did not want to be assisted by 24 hour help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.